Manufacturer narrative:
Device returned with the complaint that it was not sensing. The device was analyzed and the complaint was confirmed. Device repaired, part replaced, recalibrated and final tested, the pacemaker passed all tests and was returned to the customer.

Event description:
Pace medical was notified on march 11, 2011 by (B)(6) via letter that unit had a fault.